Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a right atrial flutter ablation, while prepping the patient, the ensite x system version v2.1.1 showed an electrode impedance error resulting in a delay of procedure. There were no ECG signals in the system. When the patch kit was exchanged, the issue did not resolve. Another three patches also did not work. After hours of troubleshooting, and driving to another hospital for another electrode kit, with the same lot numbers. The surfacelink was exchanged and also the ECG output module, but the issue did not resolve. The procedure was then cancelled with no adverse patient consequences.